Manufacturer narrative:
At analysis it was noted that the unit was mechanically in tact however it failed incoming testing on the automated test system on "display backlight on-off difference" and the liquid crystal display was deemed defective. The unit was cleaned and inspected, the display replaced and the unit tested and calibrated on the automated test system and it passed. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned as a loaner restock and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.